Event description:
It was reported that the right atrial lead exhibited loss of capture. The patient experienced diaphragmatic stimulation. On (B)(6) 2013 the lead was explanted due to dislodgement.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.